Manufacturer narrative:
Unit received with critical pump error and pump error 35 due to moisture damage to force sensor. Unit received with corroded electronic assemblies, corroded battery tube and corroded motor home switch. Unit received with cracked battery tube threads.

Event description:
Customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 211 mg/dl. Customer advised the insulin pump had a long hairline crack. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.